Event description:
(B)(4).

Manufacturer narrative:
The device external battery and internal battery were returned to resmed. It was reported to resmed that performance testing did not reveal any malfunctions with the device or device internal battery. With the information available and previous investigations of similar complaints, it was determined that the reported event was most likely due to a defective external battery. Resmed risk analysis for this failure mode concludes that the risk is acceptable. There was no patient injury reported for this incident. (B)(4).

Manufacturer narrative:
The battery was returned to resmed (B)(4) technical service center for investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).